Event description:
It was reported that the patient had to stop using his devices because they were not working. It was stated that ¿all devices¿ were not working. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).